Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's parent stated the patient received low cgm alerts so he ate carbs and honey. He was alone and continued to receive low alerts after self-treatment with food so he called emergency medical services (ems). Upon paramedic arrival the bg finger stick (fs) was 300 mg/dl. Upon arrival at the emergency room (ER) his bg fs had decreased to 120 mg/dl. At some point in the event the cgm value was 55 mg/dl and the bg fs was 120 mg/dl, however the time the values were obtained was not disclosed. The patien'ts mother had no information on any treatment administered to lower the blood glucose by paramedics or hospital ER staff. After the event the patient recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.